Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the atrial lead exhibited high capture threshold. The sensing and lead impedance were normal. The patient presented for lead revision. The lead was found to be dislodged which was confirmed upon fluoroscopy. During repositioning the lead impedance dropped. The lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Event description:
New information states that the lead was damaged during repositioning.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.